Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during schedule maintenance for the arctic sun device, an error occurs due to insufficient suction pressure. Circulating water was not sucked up even during water injection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was having insufficient suction pressure. Circulation pump kit was replaced. Mixing pump kit was replaced. Preventive maintenance was performed. Arctic sun passed all tests successfully and unit is ready to be back in service. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during schedule maintenance for the arctic sun device, an error occurs due to insufficient suction pressure. Circulating water was not sucked up even during water injection.